Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen cracked while the device was carried in a pocket, after which a replacement was arranged and the user planned to use backup therapy. Symptoms included transient hyperglycemia with a reported maximum blood glucose of 250 mg/dl. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included a review of the event details and replacement logistics with instructions to return the device and inspection of the returned device . Investigation of this device revealed physical damage to the display consistent with screen breakage, which prevented navigation to the shutdown function. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.